Event description:
After 7 months of implantation, this ICD was explanted due to chronic migration and discomfort.

Event description:
After 7 months of implantation, this ICD was explanted due to chronic migration and discomfort.

Manufacturer narrative:
A response from the manufacturer is pending. Since the device was not returned, the production history and sterilization records were reviewed. The record showed the device was manufactured, sterilized and released according to applicable standard operating procedures. (B)(4) - device was not returned.

Manufacturer narrative:
(B)(4) 2011. A response from the manufacturer is pending. Other text : device was not returned